Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about experiencing high blood glucose. Customer stated he is concerned the insulin pump is not delivering insulin. Blood glucose 538 m/dl; treating with manual insulin injections and insulin pump. Customer stated he had a bad infusion set the day before as his blood glucose was not stable; customer changed it and the cannula was bent. Customer reported he was at the hospital for an eye procedure and not diabetes related. During troubleshoot; customer stated the drive support cap is recessed. Customer is able to perform the rewind and prime process. Customer stated he did not find an insulin leak and date, time, basal and bolus settings are correct on the insulin pump. Customer stated the insulin pump had an alarm, he pressed suspend and unsuspended and device seemed to be working. High pressure test failed twice and motor error alarm occurred. Customer removed the current infusion set and cannula was bent. Current blood glucose 514 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.